Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstruations painful"), hypersensitivity ("allergic reaction"), intermenstrual bleeding ("metrorrhagia"), hypothyroidism ("hypothyroidism"), swelling ("swelling"), pain in extremity ("lower limbs pain"), fatigue ("tiredness"), nausea ("nausea"), loss of libido ("libido loss") and arthralgia ("articular pain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, subtotal hysterectomy and bilateral anexectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, intermenstrual bleeding, hypothyroidism, swelling, pain in extremity, fatigue, nausea, loss of libido and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, hypersensitivity, hypothyroidism, intermenstrual bleeding, loss of libido, nausea, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: on (B)(6) 2016 the patient underwent a laparoscopic bilateral salpingectomy py and a second time she underwent a subtotal hysterectomy and then a bilateral adnexectomy. Cosmetic damage was also reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: reporter details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstruations painful"), hypersensitivity ("allergic reaction"), intermenstrual bleeding ("metrorrhagia"), hypothyroidism ("hypothyroidism"), swelling ("swelling"), pain in extremity ("lower limbs pain"), fatigue ("tiredness"), nausea ("nausea"), loss of libido ("libido loss") and arthralgia ("articular pain"). The patient was treated with surgery (bilatetal laparoscopic salpingectomy, subtotal hysterectomy and bilateral anexectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, intermenstrual bleeding, hypothyroidism, swelling, pain in extremity, fatigue, nausea, loss of libido and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, hypersensitivity, hypothyroidism, intermenstrual bleeding, loss of libido, nausea, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: on 15-may-2016 the patient underwent a laparoscopic bilateral salpingectomy py and a second time she underwent a subtotal hysterectomy and then a bilateral adnexectomy. Cosmetic damage was also reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and hypothyroidism ("hypothyroidism") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), hypothyroidism (seriousness criterion medically significant), swelling ("swelling"), hypersensitivity ("allergic reaction"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), fatigue ("tiredness"), dysmenorrhoea ("menstruations painful"), nausea ("nausea"), loss of libido ("libido loss"), arthralgia ("articular pain"), adverse event ("cosmetic damage") and pain in extremity ("lower limbs pain"). The patient was treated with surgery (bilaretal laparoscopic salpingectomy, subtotal hysterometry and bilateral anexectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypothyroidism, swelling, hypersensitivity, metrorrhagia, abdominal pain, fatigue, dysmenorrhoea, nausea, loss of libido, arthralgia, adverse event and pain in extremity outcome was unknown. The reporter considered abdominal pain, adverse event, arthralgia, dysmenorrhoea, fatigue, hypersensitivity, hypothyroidism, loss of libido, metrorrhagia, nausea, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: it was reported that on (B)(6) 2016 the patient underwent a bilateral salpingectomy through laparoscopy and in a second time, underwent a subtotal hysterometry and then a bilateral anexectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pelvic pain. The analysis in the global safety database revealed 11.476 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.